Event description:
It was reported that a universal battery charger had humidity related issues. A burning smell was mentioned by the hospital. The ubc was exchanged and would be scrapped by hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4, primary UDI number: updated. Section g4, PMA/510(k) #: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section h5: corrected. Section h6: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of fluid ingress issue could not be confirmed through this evaluation. It was reported universal battery charger (serial # (B)(6)) had a humidity related issue and a smell from the unit was noted. The issue led to the device being exchanged and scrapped by the hospital. The device will not be returned for evaluation. A root cause that led to the fluid ingress issue could not be determined. The heartmate 3 instructions for use (IFU) (rev g) is currently available. Under section 3, power the system, description of battery charger pocket lights and their meaning. See table 3.3 for a complete description of charger pocket light color codes. Green - battery is charged and ready for use. Yellow - battery is undergoing charge, test, or calibration. Yellow (blinking) - battery requires calibration cycle. Red - battery or charging pocket is defective. Do not use battery. Under ¿calibrating heartmate batteries¿, ¿during calibration, the battery charger drains the battery of all electrical energy, and then recharges it. The battery must be placed in the battery charger to be calibrated. Battery calibration can take up to 12 hours, and only one battery can be calibrated at a time. While calibrating one battery, the battery charger can charge three heartmate batteries as usual.¿ under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Schedule a battery charger inspection and cleaning with thoratec-trained personnel. The safety inspection and cleaning includes (but is not limited to) functional testing, cleaning, and inspection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a universal battery charger had humidity related issues, with humidity reported on the electrical components. A burning smell was mentioned by the hospital. The ubc was exchanged and would be scrapped by hospital.